Manufacturer narrative:
H10: internal complaint reference: case (B)(4).

Event description:
It was reported that during a meniscus repair, after both ts of the fast-fix were deployed, t1 fell off from the meniscus. Both t implants were not removed from the patient; the implants were fixed tightly by the surgeon. The procedure was completed with a s+n back up device. There was a non-significant surgical delay and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed the t1 and t2 were cut from the suture and not returned. The partial suture was returned. The actuator is in the pre-t1/post t2 position. A functional evaluation was performed on the returned device and found the device cycled as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical evaluation states that the unlabeled, undated, intraoperative image shows the device in use during the surgery. However, it does not aid in determining the root cause of the reported adverse event. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include a failure to fully actuate the device behind the meniscus during implantation. No containment or corrective actions are recommended at this time.